Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to loosening of the femoral at the bone to cement interface. Cement manufacturer was unknown. It was also reported that the offset femoral adapter bolt broke off inside 5 degree femoral adapter, causing the size 4 tc3 femur to become loose. There was surgical delay of 2.5 hours. Doi: (B)(6) 2015. Dor: (B)(6) 2024. Affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "patient was revised due to loosening of the femoral at the bone to cement interface. Cement manufacturer was unknown. It was also reported that the offset femoral adapter bolt broke off inside 5 degree femoral adapter, causing the size 4 tc3 femur to become loose. There was surgical delay of 2.5 hours. Doi: october 27,2015 / dor: february 6,2024 / affected side: left knee. The product was not returned to depuy synthes, however photos were provided for review. Review of the radiological images and photograph revealed that the threaded portion of the sig fem adap +2/-2 offset bolt has broken off. The broken fragment nor the fracture surface can be observed in the evidence provided. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. A manufacturing record evaluation was performed for the finished device [960784 / 702077] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing. The overall complaint was confirmed as the observed condition of the sig fem adap +2/-2 offset bolt would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device [960784 / 702077] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified during manufacturing.

Event description:
Additional information was received: -yes the bolt was broken into two pieces.